Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Residues were present on the device indicating use and handling. The guide wire was received broken into two parts. One section is bent, including the tip and the other section is kinked. Both sections of the broken wire presents evidence of kinking in the breakage points. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that the guidewire tip was broken. The target lesion was located in the psoas muscle. An accustick¿ ii system was selected for use. During a drainage tube placement procedure, as the physician removed the introducer from the accustick sheath, the tip of the 0.18 guidewire tip broke inside the patient. Patient was then transferred to interventional radiology to locate and removed the broken guidewire tip. The wire was successfully removed from the patient under fluoroscopy. No further complications reported.

Manufacturer narrative:
Age at time of event: 18 years old and above. (B)(4).

Event description:
It was reported that the guidewire tip was broken. The target lesion was located in the psoas muscle. An accustick¿ ii system was selected for use. During a drainage tube placement procedure, as the physician removed the introducer from the accustick sheath, the tip of the 0.18 guidewire tip broke inside the patient. Patient was then transferred to interventional radiology to locate and removed the broken guidewire tip. The wire was successfully removed from the patient under fluoroscopy. No further complications reported.